Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ and ¿check therapy pad¿ messages, damaged te pad) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged and were unable to remain securely connected to a monitor. Upon further investigation, the front therapy electrode was leaking gel, causing the gel leak alarms. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged te pad and was experiencing "adjust/check belt" and "check therapy pad" messages.